Event description:
Information was received indicating that immediately on use, a smiths medical medfusion pump exhibited a motor error. Subsequently the pump had to be turned off and on to get it to stop infusing a higher rate than intended which resulted in delivery of a bolus into the brain tissue of the animal. Injection had to be stopped and moved to an opposite side. The reporter also indicated that the motor alarm did not come back again after turning the pump off and on again but wanted the pump to be checked before using again. No consequences were reported. No adverse effects were reported.